Manufacturer narrative:
Event summary it was reported by hyosung hospital that a hair was found inside a endo-sof aq double pigtail stent set. It was reported that it result in no adverse effect to the patient. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. In response to this incident, cook completed a review of the DHR. The set lot was reviewed, and no nonconformances were recorded. A review of complaint history records shows no other complaints associated with the complaint device lot. There is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. A device master record review was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place for the reported failure mode. All packaged product is inspected for foreign matter. The instructions for use (IFU) provided with the device state, "do not use the product if there is doubt as to whether the product is sterile." Based on the available evidence, cook has determined that a cause of the reported failure could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This device is not approved for sale or distribution in the united states, but a similar device is marketed and sold in the us. The product code for the similar device is fad and the PMA/510k # is preamendment. Name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure the user opened an endo-sof aq double pigtail stent set and found a hair within the packaging. It is unknown how the procedure was completed. The product did not make patient contact.